Event description:
The patient reported that since implant on (B)(6) 2016 their implant has not been very effective, has not been very good, and they have had no therapeutic relief. On (B)(6) 2016 it was stated that the patient is still working to get better therapeutic benefit since implant, and that they are trying a different program every week. The patient wants to lower amplitude from 3.3v to help conserve implantable neurostimulator (ins) battery life. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.